Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during system implant procedure, high hv lead impedance was observed. Physician decided to keep the system implanted. No further issues have been reported since implant.